Event description:
While performing a periodic inspection, the reporter observed that the attn, battery, and service wrench icons were displayed, and that the device will not power on.

Manufacturer narrative:
Medtronic replaced the device. Medtronic evaluated the device and found that the hlc's and the chargepak were charge depleted. Root cause was determined to be a faulty capacitor, designator c177, on the alonso pcp assembly.